Event description:
Target was informed that an attempt was made to occlude the pt giant vertebro-basilar aneurysm. While introducing the dsb, it became detached and traveled distally in the pts vasculature. The balloon was detected to be lodged at the right p2/p3 junction. The pt is asymptomatic and has suffered no problems whatsoever. No further surgery was required.

Manufacturer narrative:
Device discarded at the user facility. No product evaluation possible.